Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that cup positioner broke in half upon striking to set the cup in place. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Visual examination of the returned product identified the device was fractured at the midshaft. The device has multiple impact damages indicating multiple uses of the device. Hardness check on the device was performed and was conforming to print specification. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.